Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured between march 18, 2020 to march 19, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the fill port cap was missing from the infusor device in an opened primary package. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined; however, the most probable cause was due to either a manufacturing assembly error or how the product was being handled by the customer when the primary package was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterility cap of a large volume infusor was missing. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.